Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise oversensing. The patient did not experience any symptoms as a result. On (B)(6) 2019, the lead was capped and replaced successfully.